Event description:
Covidien received information stating that the oxygen (o2) sensor on an 840 ventilator was broken. The ventilator was not in use on a patient at the time the malfunction occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the oxygen sensor. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).